Manufacturer narrative:
Cns ups details of complaint: the monitor tech reported that the central nurse's station (cns) screen suddenly went black, and it would not come back on. During the downtime, they were still able to monitor patients at the bedside monitors. No patient harm or injury was reported. Investigation summary: the customer identified that the ups had failed and had stopped providing power to the cns. The customer replaced the ups to resolve the issue. The root cause of the cns shutdown is ups failure. Possible causes of ups failure are power surges and normal wear and tear. There is no malfunction of the cns, but rather a failure of the ups.

Event description:
The monitor tech reported that the central nurse's station (cns) screen suddenly went black and it will not come back on. She was monitoring 13 patients. No missed alarms. During the downtime, they were still able to monitor patients at bedside monitors.

Event description:
The monitor tech reported that the central nurse's station (cns) screen went black all of a sudden and it will not come back on. She was monitoring 13 patients. No missed alarms. During the downtime, they were still able to monitor patients at bedside monitors. The issue was a defective power cord which prevented the cns from powering on. The ups right battery indicator being empty prevented the cns display that was plugged into it from powering on. The customer biomedical engineer (bme) later stated that the issue was resolved by replacing the defective ups. No patient harm was reported.

Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) screen went black all of a sudden and it will not come back on. She was monitoring 13 patients. No missed alarms. During the downtime, they were still able to monitor patients at bedside monitors. The issue was a defective power cord which prevented the cns from powering on. The ups right battery indicator being empty prevented the cns display that was plugged into it from powering on. The customer biomedical engineer (bme) later stated that the issue was resolved by replacing the defective ups. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s) model: ni, sn: ni.